Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 22/jul/2017. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.